Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified lesion, such that the balloon ruptured upon the second inflation at the rbp of 18atm. Without return of the device, a definitive cause for the reported balloon rupture could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex artery with moderate tortuosity and heavy calcification. After an intravascular ultrasound (ivus) was unable to cross, the voyager nc crossed the lesion; however, the balloon ruptured on the second inflation at 18 atmospheres (atm). An attempt was made to dilate the lesion with a non-abbott balloon; however, this balloon also ruptured at 20 atm. The procedure was left at ballooning only, with a good patient outcome. There were no patient effects reported. No additional information was provided.